Event description:
The distributor reported that sealing had ran over a female connector during their initial inspection of the rec'd product. The device was not sent to a user facility.

Manufacturer narrative:
Device evaluation: one unused suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar device complaints for this lot number. A visual inspection of the returned device found that the sealing had run over a component of the kit which had created a tear in the pouch. The user's complaint was confirmed. The root cause of the reported event is attributed to how the kit was packaged.